Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced pericardial effusion and chest pain. During a pulse field ablation (pfa) procedure a farawave catheter was used. A non-boston scientific sheath and transseptal needle were used together to perform the transseptal puncture (tsp). After this ablation was performed and the procedure was completed with the farawave catheter, and no complications were observed at that time. After the procedure the patient reported experiencing chest pain. Echocardiography was performed which revealed a pericardial effusion. Pericardiocentesis was performed. The patient is expected to fully recover.

Event description:
It was reported that the patient experienced pericardial effusion and chest pain. During a pulse field ablation (pfa) procedure a farawave catheter was used. A non-boston scientific sheath and transseptal needle were used together to perform the transseptal puncture (tsp). After this ablation was performed and the procedure was completed with the farawave catheter, and no complications were observed at that time. After the procedure the patient reported experiencing chest pain. Echocardiography was performed which revealed a pericardial effusion. Pericardiocentesis was performed. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the pericardial effusion and chest pain are known inherent risks with use of this product. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that pericardial effusion and chest pain are addressed as a potential procedural complication when using farawave catheter. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of pericardial effusion and chest pain is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and chest pain are known inherent risks of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: pain or discomfort, for example: chest pain; cardiac trauma, for example: cardiac perforation/cardiac tamponade/pericardial effusion." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.